Event description:
Falsely depressed carbon dioxide (co2) results were obtained on two patient samples from a dimension vista 500 instrument. The falsely depressed results were not reported to the physician(s). The samples were repeated in duplicate on the same instrument and higher results were obtained. The repeat results were considered correct and the higher repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the falsely depressed co2 results.

Manufacturer narrative:
A united states customer contacted a siemens customer care center and reported that falsely depressed carbon dioxide (co2) results were obtained on two patient samples from a dimension vista 500 instrument. Quality control (qc) had recovered acceptably for co2. There were no issues with water quality and there were multiple "aliquot probe bad sample detect" and "short sample" errors. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse placed the instrument into diagnostics mode and ran service mix tests. The sample probe 1 (s1) mixer assembly was replaced and aligned. The s1 mixer cuvette slot and aliquot ionizing fan sensors were cleaned, s1 was primed 20 times, and the s1 check 1 test passed. All instrument quality controls (qc) recovered acceptably. Siemens further investigated the incident. A review of the instrument result monitor data indicated there was evidence of weak sample mix. There was no evidence of foaming or reagent delivery issues. Replacing the s1 mixer returned the system to normal operation. The cause of the falsely depressed co2 results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.